Event description:
It was reported that there were concerns of subcutaneous implantable cardioverter defibrillator (s-ICD) experienced premature battery depletion (pbd). The device elective replacement indicator (eri) had been reached on the day of the event, however, 10 months prior the device's battery life was 44% to eri. Boston scientific technical services (ts) performed a data analysis. Ts confirmed there was an increase in power consumption and noted that it was consistent with hydrogen degradation of a component. Ts recommended the device be replaced. The device remains in use. No adverse patient effects have been reported.

Event description:
It was reported that there were concerns of subcutaneous implantable cardioverter defibrillator (s-ICD) experienced premature battery depletion (pbd). The device elective replacement indicator (eri) had been reached on the day of the event, however, 10 months prior the device's battery life was 44% to eri. Boston scientific technical services (ts) performed a data analysis. Ts confirmed there was an increase in power consumption. Ts recommended the device be replaced. The device was explanted and replaced. No additional adverse patient effects have been reported.

Manufacturer narrative:
Correction to field bsc aware date. Correction to field h6: impact codes.

Event description:
It was reported that there were concerns of subcutaneous implantable cardioverter defibrillator (s-ICD) experienced premature battery depletion (pbd). The device elective replacement indicator (eri) had been reached on the day of the event, however, 10 months prior the device's battery life was 44% to eri. Boston scientific technical services (ts) performed a data analysis. Ts confirmed there was an increase in power consumption. Ts recommended the device be replaced. The device was explanted and replaced. No additional adverse patient effects have been reported.